Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during right foot hardware removal the tip of the screwdriver blade snapped off. Surgeon completed the surgery by using a different screwdriver blade.

Manufacturer narrative:
The reported incident that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the currently available information, the root cause can be attributed to a user related issue. The device inspection revealed the following: the tip of the screwdriver blade is indeed completely broken / snapped off. The broken surface indicated a forced rupture of the device due to too high torsional forces which had been applied during implant removal. The coupling connection is still in perfect order though. The IFU advises that during engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during right foot hardware removal, the tip of the screwdriver blade snapped off. Surgeon completed the surgery by using a different screwdriver blade. New information: rep clarified that this was not a revision surgery. It was a removal. No issue reported with plate and screws. Reported reason of removal was patient irritation. Both screwdriver blades snapped when removing screws." Rep was not present for the case and therefore he doesn't know which screwdriver blade broke off.